Event description:
The complainant reported that the patient on impella cp support developed hematoma in the impella access site. Femstop was placed and two units of packed red blood cells were given. The patient eventually expired while on support. We do not have enough information to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding was most likely due to use issue since non-abiomed product was used. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b.2 death selection and date of death were inadvertently omitted from the initial manufacturer device report number 1220648-2024-13431 and have been added. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-13431 and should not have been. G.2 health professional selection was inadvertently omitted from the initial manufacturer device report number 1220648-2024-13431 and has been added. H.6 code 1888 was reported incorrectly on the initial manufacturer device report number 1220648-2024-13431. Code 1802 was inadvertently omitted from the initial manufacturer device report number 1220648-2024-13431 and has been added. H.1 type of reportable event revised as it was report incorrectly on the initial manufacturer device report number 1220648-2024-13431. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2024-13431 in accordance with updated procedures.